Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Dexcom was made aware on 03/23/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2024. The pediatric patient experienced a skin reaction with rash, inflammation, infection underneath sensor pod area. The area was prepared with alcohol before placing the sensor on the body and a prescription or oral medication after starting (B)(6) 2024. The patient did not go to the hospital but had a telephone consultation and was diagnosed with cellulitis. Oral antibiotics were prescribed. At the time of the report, the insertion location was still swollen. No additional patient or event information is available.